Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th distal stent wrap with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the mid rca with 98% stenosis. The device was not inspected. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using another resolute onyx 2.25 x 26 mm stent. No patient injury was reported.